Event description:
It was reported that during a craniotomy procedure, the device was firing malformed staples and then the device jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results confirmed that the device was returned in good visual condition and with no staples present. No functional test was performed. No batch record review could be performed as no lot number was provided.